Event description:
The device was used during a procedure on the rectum. Reportedly, the staples did not form properly and the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.